Event description:
I was approached by a biomedical equipment technician who was complaining about drager model 2000 isoflurane and sevoflurane failing the leak tests. I searched our database to find that 23% of the drager vaporizers, model 2000 have failed leak tests over the last four years. It is our opinion that the lever design contributes to the problem. Caregivers have noted smelling anesthesia gas even when the machines and vaporizers pass the factory test procedure. In response, we are evaluating the purchase of a new multi gas analyzer to test for these agents. It is my opinion that we will find a higher failure rate than the current 23%. I have contacted drager and have not received a formal response. I did receive confirmation that drager is looking into my complaint. Please contact me with any further questions. I spoke with a manufacturer rep. The rep informed me that we were not an anomaly. Other healthcare facilities have reported the same problem. Drager is in the process of a re-design. I have asked that their marketing staff contact me with a release date. I have not heard from them yet.